Event description:
During a clinic follow-up, the device was unable to be interrogated using rf telemetry but was able to be interrogated using inductive telemetry. Technical support was contacted and the cause of the loss of rf telemetry was found to be off-label MRI exposure. The device was reprogrammed to resolve the event. The patient was in stable condition.